Event description:
Additional information was received from a patient that reported that no steps had been taken to resolve the inability to charge past 25%. The patient had tried to charge two times to try and resolve the recharging coupling issues. The patient again expressed that they wanted to have the implantable neurostimulator taken out.

Event description:
A manufacturer representative reported that patient could not charge their ins above 25%. Insr stats were reviewed. Over the last 6 sessions, the patient had 5 sessions that had 0 coupling bars. The average time charging between 6 charging sessions was 30 minutes with an average of 4 minutes of non-charging time due to poor telemetry. No patient symptoms were reported. It was reviewed that charging overnight or during sleep was not recommended. The indication for implant was spinal pain.

Event description:
Additional information received from the patient indicated that they tried many times to charge their ins past 25%. The patient mentioned that they would like their implant taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.